Event description:
Home patient (hp) reports incomplete prime with patient line of homechoice set. Hp reports that was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical required per hp.